Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2022. During the procedure, the device could not totally deploy bands off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that there were seven bands attached in the ligator head and some of them were overlapped. The seven knots were found in the suture. The handle had marks of trip wire, indicating that it was secured. The device was observed under magnification, and the suture hole was in good condition but the ligator head teeth were damaged/bent. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved. This suggests that the device could not deploy. These conditions could have been generated due to the manipulation of the device or technique used during procedure and/or event anatomical factors. Once some of the knots got dislocated, the suture thread would have encountered difficulties releasing the bands, which may have caused some bands to overlap within each other. It is possible that these difficulties encountered could have damaged/bent the ligator head teeth. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2022. During the procedure, the device could not totally deploy bands off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.